Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the complaint device revealed that the balloon did not have any visual defects. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the distal section of the balloon. This failure is likely due to the manner as the device was handled and manipulated. It is most likely that the failure may be related to the balloon being pre-tested and the handling of the device have caused the damage found in the balloon, affecting the performance and intended purpose of the device and leading to the cause of the reported adverse event. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as the device was pre-inflated.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a colon dilatation procedure performed in the colon on (B)(6) 2019. According to the complainant, during preparation, the device was tested prior to procedure, and it was noticed that the balloon had a hole. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.